Event description:
Lap chole: "places the trocars, insuflated and patient went into cardiac arrest." Patient status: "expired".

Manufacturer narrative:
Investigation summary: the event units were returned for evaluation. Upon inspection of the trocars, engineering found no visible damages or defects. The units were leak tested to test the integrity of the seal and no leakage was noted with or without a probe inserted. Upon inspection of the insufflation needle, the unit depressed with normal force and functioned as designed. All returned units met current design specifications. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine the cause of the cardiac arrest or confirm that a product malfunction occurred. This document represents our initial/ final report.